Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead exhibited high, out of range pacing lead impedance and increase in capture threshold due to suspected fracture. The patient was asymptomatic. High voltage therapy was programmed off and patient will be monitored.

Event description:
Additional information received indicated that the patient received inappropriate therapies. Lead will be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.